Manufacturer narrative:
The technician found the brake caster swivel locks were the cause. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake casters, brake steer casters and supports to resolve the issue. Based on this information no further action is required.

Event description:
The account reported that the brake casters swivel around when the brake is set. There was no patient/user injury reported. (B)(4).